Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one of two device reports for this event; the associated MFR report numbers are 1225714-2013-03488 and 1225714-2013-03489. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted that the patient's experience was sudden in nature and the patient expired on the same day, which is alleged to have been caused by the exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR numbers 1225714-2013-03488, 1225714-2013-03489.